Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion sleeve was very soft and when he entered the incision, the sleeve went up and showed small resistance if moving a lot. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample not related to the customer's complaint was sent. The sample sent was insufficient and therefore, visual inspection or functional testing related to the complaint could not be conducted. Without a related sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as the sample returned was not sufficient and was not related to the complaint reported. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. The sample was insufficient and not related to the reported event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).